Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 lot #, expiration date and UDI#. The device was returned to zoll medical corporation for evaluation. Two unopened boxes of electrodes from the same lot (lot# 3125j) were received for evaluation; however, the pads used during the reported patient event were not returned. Retained sample testing was performed. Visual inspection confirmed acceptable gel condition with no drying or rolling observed. Functional testing using a known good device and simulator demonstrated all pads delivered appropriate energy range. An 8-hour wear study showed normal adhesion performance, with expected minor adhesive residue upon removal. The absence of gel/adhesive residue remaining on the patient upon removal of the electrodes does not impact the efficacy of the electrodes. Based on evaluation results, no functional issues or performance deficiencies were identified. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.